Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter mitral valve replacement procedure into a pre existing surgical valve, the 26 mm commander delivery system balloon burst during deployment of the 26 mm sapien 3 ultra resilia valve. The valve was successfully implanted. There was difficulty with withdrawal of the delivery system. It could not be pulled back into the esheath due to the rupture and the balloon was cut and pulled around the contralateral side. No damage was noted to the esheath upon removal of the devices. No patient injury occurred and the patient recovered after the procedure and was discharged home.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the awareness date of the previous report. Section g3 was updated to reflect the correct awareness date. Section g6 and h2 were updated.